Event description:
The customer reported the ventilator shutdown during normal ventilation operation. The customer reported that the unit was not in use on patient therefore there was no patient involvement or harm. Review of the device diagnostic history noted an occurrence of a power issue that indicated the ventilator shutdown while in normal ventilation mode and power was then restored. The diagnostic history indicated the ventilator had been previously operating on the internal battery. During evaluation, the manufacturers field service engineer (fse) reported the unit would not power on. The fse replaced the power cord to address the reported problem. Performance verification testing was completed and passed.